Manufacturer narrative:
(B)(4). Examination of the device confirmed the failure mode as reported root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was submitted to a surgical procedure of total right hip prosthesis substitution in date (B)(6) 2019. The components were implanted routinely without difficulty with excellent intraoperative stability. Normal post-operative rx were performed to document the correct implant of all components, and followed a brief period post-operative with rehabilitative therapy and walking which was continued by patient after hospital discharge on date (B)(6) 2019. The patient was subsequently examined in the orthopedic surgery for the first time on (B)(6) 2019 with the execution of x-rays that did not show problems on the prosthetic implant and on the inserts. At the second control of (B)(6) 2019 the rx showed the breakage of the ceramic acetabular insert, for which the indication was given to the replacement of the acetabular insert. The patient was again admitted on (B)(6) 2019 and was subjected to a new intervention for replacement of ceramic acetabular insert on (B)(6). Only the ceramic acetabular insert was broken. We proceeded to replace the acetabular insert with another biolox delta ceramix / ceramic insert ceramic insert (ref. 1218-83-746; lot 8077634) and the replacement of the femoral head always in ceramic which, if not recovering macroscopically evident lesions, could have having suffered small microscopic friction injuries with the damaged acetabular component (ref 1365-28-320; lot: 9164665). The operation was carried out regularly and without complications and also in this case the post-operative x-rays were performed to document the correct implantation of the prosthetic components and the patient was discharged on (B)(6) 2019 with a rehabilitation therapy prescription .